Manufacturer narrative:
An extensive investigation was performed, however, no conclusive root cause could be determined as the involved part was not available for detailed investigation. Additionally, simulation did not lead to a clear result. Proper root cause investigation would require investigation of the describe situation in its original environment which was no longer possible after the service engineer performed on-site troubleshooting activities. Therefore, the root cause is based on experienced technical experts. It is known that repeated extraordinary mechanical collisions with obstacles may damage the cable carrier. This could result in a situation where the wheel slipped out of the mounting bracket. Technical experts have concluded the non-conformity as an individual user error.

Event description:
It was reported to siemens that a wheel from the dcs, artis zee ceiling system, fell from the rails hitting a technician on top of the head. It was reported that the technician suffered only a minor injury and did not require medical intervention.